Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue. Other unrelated repairs were completed and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the cause for the reported issue was due the system pcb assembly. Single board computer, designator y1, was inoperative.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device does not complete the boot-up cycle and shuts itself off. There was not patient use associated with the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device does not complete the boot-up cycle and shuts itself off. There was not patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue. Other unrelated repairs were completed and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the cause for the reported issue was due the system pcb assembly. Single board computer, designator y1, was inoperative. (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue. Other unrelated repairs were completed and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the cause for the reported issue was due to an inoperative crystal, designator y1, on the single board computer (sbc) portion of the assembly.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device does not complete the boot-up cycle and shuts itself off. There was not patient use associated with the reported issue.